Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported problem. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 12 reports, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the hps-h001, 4.5mm x 19cm hps spherical bur was being used on (B)(6) 2023 and ¿this occurred during a hip arthroscopy on (B)(6) 2023. Nothing was left in the patient and no injury occurred. The internal part of the bur broke in half and the external sheath bent¿. There was no injury or impact to the patient or user. After further assessment it was found that the device fragment(s) did not fall into the surgical site. The patient is ¿fine¿ and the procedure was completed with a ¿minute or so¿ delay. There was no medical/surgical intervention required for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.